Event description:
It was reported that the force bipolar instrument was defective. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.64 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additionally, the instrument was found to have a dislodged molded insulator at the distal end. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The probable root cause of the dislodged molded insulator was attributed to potential user mishandling. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.